Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the event occur during one or multiple patient procedures? One. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). N/a. What is the most current patient status? No adverse patient impact reported. Did the suture break? Yes. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ar0525 mfg date: 8/21/2021, exp date: 7/31/2026. Batch ar1757 mfg date: 9/25/2021, exp date: 8/31/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2022 and suture was used. The suture snapped when surgeon attempted to tighten it around appendix. The procedure was completed successfully, with no delay. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/3/2022 h6 component code: g07002 no device problem found h3 investigational summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that three empty opened foils packet, a plastic cannula and a ligated suture of product code ez10g were received for evaluation, the knot was configured correctly and conform to the visual standard; however, was observed torn in the loop area possibly from a surgical instrument. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.